Event description:
It was reported that during total knee arthroplasty, the metal piece broke off where slap hammer attachment slides onto the block. A back-up device was available to complete the surgery with no delay. It is unknown whether broken pieces fell into the surgical site and if there was a patient impact due to this issue.

Manufacturer narrative:
The affected journey dcf femoral cutting block was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. Therefore, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. The device was manufactured in 2015, which suggests it has been in use for some time. The cutting block is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved, our investigation of this report is inconclusive. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs on both sides of the post, that mates with the slap hammer, fractured off the device and were not returned. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.